Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported the patient was in a lot of pain, and stated they had interstitial cystitis really bad, their bladder had started to hurt and they thought they were getting an infection. They were unable to communicate with the implant because of the low patient programmer (pp) battery screen and could not troubleshoot due to lack of batteries. The patient noted their daughter was going out to buy aaa batteries and would call back when they were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.